Event description:
Patient reported, left deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, left side deflation. Healthcare professional, additionally reported, exchange of a textured device, due to product concern. Device has been explanted and replaced.

Event description:
Patient reported left side deflation. Healthcare professional additionally reported exchange of a textured device due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.